Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported peritonitis. There is no documentation to show a causal relationship between the event and the liberty select cycler and cycler set. Additionally, the cause of the peritonitis was attributed to the lack of training and knowledge of the hospital nurse on the proper set-up technique for pd therapy. The breach in aseptic technique is supported by the culture result of streptococcus viridans, a bacteria found in the normal flora of humans, especially in the oral cavity, upper respiratory tract and gastrointestinal tract. Although a causal relationship cannot be confirmed, a temporal relationship between the patient's pd therapy and the reported peritonitis remains.

Event description:
A peritoneal dialysis registered nurse (pdrn) for a patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) stated that the patient was diagnosed with peritonitis. The patient was initially hospitalized for confusion and blood sugar issues and developed peritonitis during hospitalization. The signs/symptoms of the peritonitis are unknown. The pd effluent culture was positive for streptococcus viridans. The patient was treated/prescribed ancef (route, dose, frequency and duration unknown). The cause of the peritonitis was attributed to improper aseptic technique by the hospital nurse who was not familiar with pd therapy and watched youtube for instruction. No further hospital course was documented and the patient was expected to be discharged after six days.